Event description:
It was reported that intermittently pump battery became hot while charging. No temperature alarms occurred. Customer's blood glucose was 277 mg/dl. Customer reverted to using manual injections for insulin therapy.